Event description:
A malfunction was reported, identified by a software error code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to report back if the malfunction returns.